Event description:
Dimensional discrepancy. The customer reported via the sales representative that the trial prosthesis fit into the femoral canal very easily but when the surgeon attempted to fit the definitive he was unable to fit the prosthesis into the canal even without cement. It is reported that the surgeon completed the procedure by reaming the femoral with taperfit reamers.

Manufacturer narrative:
As part of a quality system improvement plan, stryker corporation conducted a 2 year retrospective MDR review to ensure appropriate MDR reporting decisions. Events reported to stryker from 07/01/2006 to 07/01/2008 were the scope of this retrospective review. These events are part of a retrospective summary report being submitted under exemption # (B)(4). There is 1 event associated with this event type (dimensional discrepancy and product code (B)(4)).